Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported defective device (undersized stent). The reported crossibility issues appear to be related to operational context of the procedure as it is likely the expanded stent interacted with the advancing balloon causing the reported difficulty to advance. The reported patient effects of thrombosis and hypotension are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Additionally, the patient effects of thrombosis and hypotension appear to be related to operational context of the procedure likely related to the reported undersized stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. Contact office first name, contact office last name, have been corrected.

Event description:
Additional information received: the hypotension was treated with medication. No additional information was received.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text: the stent remains in patient.

Event description:
It was reported that the procedure was performed to treat a right coronary artery that was 95-99% stenosed. Pre-dilatation was done successfully using an unspecified 3mm balloon. The 4.0x33 rx xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was deployed at nominal pressure. Post dilatation was done with a 5.0x12mm unspecified nc balloon at 20 atmospheres but the sierra stent did not expand up to 5.2mm. Repeated post dilatation was done using a 5x12mm and a 5x8mm unspecified balloon, but stent did not expand to 5.2mm. There was difficulty in advancing the balloons through the stent for post dilatation. The procedure was then abandoned with 20% residual stenosis and was treated with medication. The patient developed acute stent thrombosis despite the medication post procedure. Angiography showed stent occlusion and flow could not be restored despite repeat thrombus aspiration and balloon dilatation. Patient remained in hypotension for 3 days. There was no adverse patient sequela reported. No additional information was provided.